Event description:
It was reported that the device was not able to deliver energy. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the relay/transfer assembly. After replacing the relay/transfer assembly, proper operation was confirmed and the device was returned to the customer for use.